Manufacturer narrative:
(B)(4)

Event description:
This lead has a high threshold of 3.7v @ 1.5ms that can not be programmed around. Subject has been left with a high lv output to ensure capture. The high threshold is chronic and can be expected for future follow ups. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.